Event description:
It was reported that during central processing procedure, the fenestrated bipolar forceps instrument was found to have a cut on the insulation cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. Fa could not verify the customer reported event. There was no physical damage. There was no problem detected. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h11 for follow-up information.